Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
One incidence of syringe without line markings not visible.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the scale is observed to be missing from the barrel, verifying the reported incident. A device history review was performed for reported lot 2311090, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All syringes were inspected and all scales were verified to be complete and properly printed on the barrel. While we cannot identify a direct issue, this incident likely occurred during the marking process, due to an issue with the ink or patters that transfer the ink to the barrel. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.